Event description:
Laboratory technologist was having difficulty opening a container of gram iodine, catalog #212529. She began to bang the tube on the countertop to aid in opening container. Instead, the tube broke and cut her right hand. The technologist went to the emergency room and received two stitches to her hand. An incident report was filed at the hospital.